Event description:
Patient reported obtaining back-to-back blood glucose results of 244 mg/dl, 238 mg/dl, 80mg/dl and 150 mg/dl on the advantage system. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.